Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had not felt stimulation in a while, and seemed like she kept going back to urgency. Patient stated she made adjustments that morning, and felt stimulation since then. Patient inquired if she was supposed to feel stimulation all the time, and was on setting 0.9v, but just had not felt stimulation. It was reviewed with the patient that it was not a requirement to feel stim for the therapy to work and that the body may get adjusted to the settings over time and patient may not feel stimulation. It was also reviewed with the patient that when an adjustment is made, it is possible to feel stim. Patient was asked if she was getting 50% or greater symptom relief, and patient noted that the urgency just started to happen. Patient explained that her body retained a lot of fluid and further explained that when she ate food with a lot of sodium, it seemed like the sodium overtook the implant , the implant does not work and patient would go back to urgency symptoms. Patient noted that once all the fluid is let out, patient does not have as much urgency but still does. Patient confirmed her body retaining a lot of fluid is a pre-existing issue. Patient also noted that she thought she might have a urinary tract infection, because she was prone to utis. Caller was redirected to her healthcare professional (hcp) and confirmed an appointment. Caller was advised to monitor symptoms and then follow up with hcp, as the patient just made an adjustment. No further symptoms or device issues reported/anticipated.